Event description:
It was reported to philips that the system gave an alert indicating the disk space was low, which prevented the fluoroscopy images from being saved. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.